Event description:
Event description boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) was electively explanted due to a prolonged charge time for which the device displayed an elective replacement indicator (eri).